Event description:
Call came in through technical services, (B)(4), dealer stated he is getting intermittent stopping with the wheel chair. He is getting 8 wrench flash. Tech services believes to be the batteries for cause. No other information available.